Manufacturer narrative:
Additional product codes: ftl and ftm. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a synthes sales representative the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported, when the product was cut, the titanium and polyethylene parts were separated. Extra inventory was used to successfully completed the procedure with a five (5) minute delay. This report is for a synpor plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the product was returned to dsm biomedical for evaluation. The dsm biomedical team conducted a visual inspection of the returned device. Dsm reviewed all related device history records (ohr) and risk documentation associated with the complaint which reported that delamination of outer polyethylene layer and the middle titanium plate layer was noted during a procedure. There were no discrepancies related to this failure mode during the manufacturing for the lot from which the complaint was received. Per lot DHR, product met all product specifications. Photos provided of the unit in question were analysed by dsm quality department, and it was observed that the outer polyethylene layer and the middle titanium plate layer were separated. As of 30mar2022 dsm has received five additional complaints related to synpor porous ti-fan plate, listed below. A corrective action, has been initiated to continue the root cause investigation for delamination complaints in this family of devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9 h3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that synpor/titan orbit-fl-mesh-pl rad 43.6 w was broken in multiple pieces. Both the titanium and polyethylene materials are detached. The broken fragments were returned. A search in the depuy non-conformance system found CAPA has been opened to address this as a design enhancement to the product. No dimensional inspection was performed due to post-manufacturing damage. Complaint relevant dimensions cannot be taken. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces as mentioned in the event description. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the synpor/titan orbit-fl-mesh-pl rad 43.6 w would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: part #: 08.520.121s lot #: ds7005470 manufacturing site: selzach supplier: dsm biomedical release to warehouse date: 09 aug 2020 expiration date: 01 jun 2025 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.